Event description:
It was reported that a large volume infusor leaked from the fill port. The device contained 5 fluorouracil in saline with a total fill volume of 280ml. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-00665. All information can be found under manufacturer report number 1416980-2026-00665. Should additional relevant information become available, a supplemental report will be submitted.